Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to over-sensing of noise. No interventions were made at this time. Lead revision was discussed. Also, it was noted that the patient was tested for arrhythmogenic right ventricular cardiomyopathy (arvc) and results have been found to be gene negative. There were no consequences to the patient.